Event description:
It was reported that the patient developed a hematoma and complained of pain and swelling in the pocket area on (B)(6) 2014. A hematoma evacuation procedure was performed on (B)(6) 2014. The patients condition was stable. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.